Event description:
The user facility reported that an operator sustained a burn on her hand when she opened the sterilizer door after a completed cycle. The employee went to the facility's emergency room; silvadene and gauze tape were applied to the burn. The user facility reported the operator's fingers remain red and are healing.

Manufacturer narrative:
A steris technician inspected the sterilizer and found it was operating properly. The technician ran two cycles, which completed successfully; the user facility also ran test cycles which completed successfully; no issues noted. The device has remained in service and no further issues have been reported. The equipment operator manual states (p.1-1): "warning- burn hazard: sterilizer, rack/shelves and loading car will be hot after cycle is run. Always wear protective gloves and apron (also face shield if processing liquids) when removing a processed load. Protective gloves and apron should also be worn when reloading sterilizer following previous operation. Steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." The sterilizer was manufactured in 1998 and is under steris service contract. Preventive maintenance was completed on (B)(4) 2012 when the unit was found to be operating properly.